Event description:
It was alleged the patient experienced surges when stimulation was on. The patient had images taken which revealed no anomalies. The patient was reprogrammed. A week later the patient experienced the surges in stimulation again. The patient was seen by a different physician and was told the 3 leads were fractured and would need to be replaced. The leads were implanted in the cervical area. The above info was reported in a post on the internet at (B)(6). Due to the medium where the info was found, sjm is unable to locate the pt info and verify the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.